Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: unk, unk cup, lot: unk; part: unk, unk liner, lot: unk; part: unk, unk head, lot: unk; part: unk, unk screw, lot: unk; part: unk, unk screw, lot: unk. Multiple MDR reports were filed for this event, please see associated reports: cup: 0001825034-2019-04117. Liner: 0001825034-2019-04122. Head: 0001825034-2019-04121. Stem: 0001825034-2019-04120. Screw: 0001825034-2019-04119. Screw: 0001825034-2019-04118.

Event description:
It was reported that the patient received an initial tha on an unknown date . Subsequently the patient has been indicated for a revision, however, a revision has not been reported. Xray review notes left hip demonstrates a left total hip arthroplasty which is grossly abnormal in appearance. The acetabular cup appears to have come loose within the acetabulum. Acetabuli protrusio. Multiple fractured screws are seen involving the acetabular cup. Dislocation of the femoral head and possible disassociation of the polyethylene liner within the acetabular cup. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following : the left hip arthroplasty was abnormal in appearance. There was significant radiolucency around the acetabular cup and the cup appeared to have come loose within the acetabulum. Multiple fractured screws were observed. There was dislocation of the femoral head and a possible disassociation of the poly liner within the acetabular cup. Lucency surrounding the stem was noted. Osteopenia and acetabuli protrusio were observed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.